Manufacturer narrative:
(B)(4). The reported event was an unknown ¿air alarm¿; however, a check patient line alarm was identified during a review of the event history log. A visual inspection, functional testing, electrical testing and a simulated therapy were performed on the device with no issues found. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced an unspecified ¿air alarm.¿ the patient was not connected at the time of the alarm. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.